Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that it was "impossible" to insert the green bent stylet into the lead. During the procedure, the health care provider (hcp) tried to insert the stylet into the lead, but it moved with "difficulty" and stopped about "the middle of the lead." No abrupt movement was made as to suggest that the lead was damaged and no other stylet was tried on the lead. The hcp decided to use a new lead and had no issues. The patient felt paresthesias "well." The patient was hospitalized, but sustained no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.